Event description:
Patient reported the infusion device starts up with an e8 (power interrupt) error message. Patient stated all buttons on the infusion device are non-functional. Patient reported that after a short time the infusion device switched off and starts again with an e8. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can not be verified due to mishandling of the product. Result main findings: the soft component of the up button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered and always active button is the resulting. An always active button blocked all other buttons it is not possible to confirm the e8 (power interrupt) error messages. Consumables n/a the problem mentioned by the customer is related to mishandling of the product by the customer.